Event description:
The patient underwent the coil embolization of the left posterior communicating artery aneurysm that resulted in complete occlusion of the aneurysm. Aneurysm rupture was reported as technical complication associated with the procedure, and immediately after treatment the subject¿s condition was stable. Twenty eight days post procedure the patient was discharged with good recovery. No additional information was available.

Manufacturer narrative:
Anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. The use of the subject device cannot be confirmed to have contributed to the reported aneurysm rupture. From the information available, the user appears to have used the device as per direction for use (dfu). However, the risk of vessel perforation is noted as a potential complication associated with coiling procedures and is listed as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
The patient underwent the coil embolization of the left posterior communicating artery aneurysm that resulted in complete occlusion of the aneurysm. Aneurysm rupture was reported as technical complication associated with the procedure, and immediately after treatment the subject¿s condition was stable. Twenty eight days post procedure the patient was discharged with good recovery. No additional information was available.